Event description:
Discordant, falsely high free thyroxine (ft4) and troponin (tni) results and discordant, falsely low creatine kinase-mb (ckmb) and vitamin b12 (vb12) results were generated on the advia centaur. Testing was repeated on patient samples for the ft4 and tni and lower results were obtained. Testing was repeated on patient samples for ckmb and vb12 and higher results were obtained. All results were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and data, the fse removed wash1, acid and base reagents, cleaned the reservoirs, primed all reagents, and repaired a leak at the acid probe tubing. The fse also replaced tubing at the aspirate probe pinch valves. He performed wet wash1, wet water, and dry tests, as well as a dark count test with and without cuvettes. All tests passed. The fse had the customer run qc and the instrument was operational. The cause of the discordant ft4, tni, ckmb, and vb12 is unknown. The system is performing within specification. No further evaluation of the device is required.